Manufacturer narrative:
Biomérieux conducted an internal investigation: the analysis of the batch history records showed no anomaly during the manufacturing and control process. The analysis of the control card of vidas® lyme igm lot 1005181000/170906-0 on five (5) internal samples showed that there was no significant variation for this lot compared to the other lots. Biomérieux has not observed any significant evolution of the vidas lyme igm lot 1005181000/170906-0 since its release. On january 20th and june 8th, the product quality laboratory tested five (5) internal samples on the retain kit vidas® lyme igm lot 1005181000/170906-0 on vidas® pc, the results obtained are similar to the results obtained during the release of the batch. Biomérieux has not any significant evolution of the vidas lyme igm lot 1005181000/170906-0 since its release. However, the customer did not provide biomérieux with any information (sample composition, clinical history, stage of infection, etc.) On the patient samples except for the age and sex . Without the returned sample and patient information, biomérieux cannot pursue the investigations and explain these results. Only the result of the western blot test could determine the serological state of these samples. Additionally, biomérieux advised the customer to enroll in external quality assessment (eqa) programs such as, prospective biology / ctcb, which are specialized and accredited institutions for this type of testing. The tests sent are common to several dozen participants and the composition of the tests is known (pool of manufactured sera). The performance of vidas® lyme igm lot 1005181000/170906-0 are within expected specifications. In the package insert, it is also written in the section -limitations of the method: antibody detection methods do not provide definitive results for establishing or ruling out diagnosis of lyme borreliosis. Negative results with the vidas® lyme igm and vidas lyme igg assays does not rule out the possibility of b. Burgdorferi infection in a patient. Patients in the early stages of infection or who have undergone antibiotic therapy, may not produce measurable igm and igg. Patients with clinical history and/or symptoms suggestive of lyme borreliosis, but with negative test results, should be reported as "no detectable antibodies to b. Burgdorferi". A second specimen should be collected 4-6 weeks later. Note: it is estimated that in 50% of subjects in the primary stage of disease, antibody levels remain below the detectable threshold. Clinical symptoms, epidemiological information and other laboratory test results must all be considered when interpreting vidas lyme igm and igg assay results.

Event description:
A customer in (B)(6) reported to biomérieux that they observed a false negative result as part of an eeq when using the product: vidas® lyme igm (ref. 30319) - lot 1005181000. The customer performed tests as part of a biomnis eeq on lyme igm (the reference of the eeq is not yet known). Out of the 13 samples tested as part of this eeq, 11 results were reported to be negative and the expected result was positive.